Manufacturer narrative:
(B)(4). The clinical observation of a small coil loop in parent vessel was confirmed based on the image provided by the customer. However, no definitive cause can be drawn regarding the clinical observation because the no device evaluation can be performed. The devices will not be returned for evaluation. The axium prime coil remains in the patient and pushwire was discarded.

Event description:
Medtronic received information that a coil prematurely detached and a small coil loop remained in parent vessel. The patient was undergoing coiling treatment for an unruptured saccular aneurysm in the left middle cerebral artery (mca). During deployment of the end of the coil, it was observed that the coil prematurely detached and a small coil loop remained in parent vessel. The physician was uncertain if the loop was secured behind or inside stent that was placed across aneurysm neck in a prior procedure; however there was no compromise to the blood flow. No patient complication was reported.